Event description:
Failed medical device. Patient having surgery for removal of ruptured breast implants, surgical procedure: removal of ruptured implants, replace with bilateral silicone implants. Ruptured implants sent to pathology for gross only. Risk management notified, and failed medical device form completed.